Event description:
This inserter would not thread smoothly into stems.

Manufacturer narrative:
Examination of the returned device confirms thread damage to the distal end threads, and the inserter rod is slightly bent causing the reported issue. A complaint database search on the provided product code identified similar reports. Previous similar investigations found it is suspected that using the device in a levering motion rather than relying on the upward force may have contributed to the reported damage. Based on previous similar investigations, the root cause is attributed to misuse. Based on the root cause of suspected misuse, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.